Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer stated the battery went from 50% to 5% rapidly, then the pump shutdown. Reportedly, after the customer plugged it into the charging cable, a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer will continue to use the pump for insulin therapy.